Event description:
It was reported that sheath broke inside patient. All pieces were retrieved from the patient.

Manufacturer narrative:
Alleged failure: the tip of the sheath was broken off into the patient body. The broken flakes were retrieved but they were not sure all the flakes had been retrieved completely. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be excessive force, or instrument got caught during retraction. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known. Gtin: nr.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that sheath broke inside patient. All pieces were retrieved from the patient.